Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 5076, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient had a device changeout. The patient had a decrease in blood pressure and that evening it was found that there was no capture on the right ventricular lead and thresholds had increased. The outputs were increased with capture returning. The physician then decided to implant a new right ventricular lead for safety reasons. The lead was capped and replaced. No patient complications have been reported as a result of this event.